Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver device(9438-05/68f26), used with the complaint sensor, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Therefore, the reported event of inaccurate blood glucose values could not be confirmed.

Manufacturer narrative:
(B)(4).the complaint device was received for evaluation on (B)(4) 2015. A follow-up report will be submitted upon completion of evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.